Event description:
It was reported by the customer the device was being used in the cocked position. Once fired, the lateral tubing connection broke. Another device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Investigation summary: the returned device was returned for analysis. Examination of the device confirmed the lateral vacuum line was sheared at the distal connector port bulkhead. Through previous investigations of the similar types of complaints, the condition may be a result of the lateral vacuum line being pinched in the holster/probe mounting hardware during installation. When the probe is fired, insufficient slack in the lateral vacuum line during translation would result in a separation of the lateral vacuum line. Based on this knowledge, we provide language within the instructions for use: instruction #4: begin pushing the probe body into the holster cavity while lining up the probe body with the cavity in the holster. Caution: take care to avoid pinching the vacuum lines in the holster.